Event description:
Additional information was received on april 14, 2015 clarifying the previously reported event. It was reported that the endplate initially reported broke off the xrl body due to the failure of the competitor¿s posterior pedicle screws which led the device to shift/migrate. The 2nd endplate was intact but had to be broken off of the xrl body by the surgeon in order to explant the device.

Event description:
(B)(6) reported the following event: a patient underwent a corpectomy due to a tumor on (B)(6) 2014 and was implanted with an xrl expandable vertebral body replacement. On an unknown date post-operatively, the xrl device shifted from surgical positioning. The xrl endplates broke off the xrl body. Patient also had failure of posterior stabilization pedicle screws (competitor¿s product). It was reported that the xrl device shift resulted due to failure of the competitor¿s posterior stabilization pedicle screws. On (B)(6) 2015, the xrl was removed and a mesh cage was inserted. The surgery was completed with no delay and the patient was reported as stable. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device history records for the subject device were reviewed. The review showed there were there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.